Event description:
A pt was treated with a v. A. C. Ats therapy device on a sternal wound. Periodic pressure fluctuations were observed on the device display. The pt was reported to become septic due to an infection that developed in pt's wound and pt was admitted to the ICU.